Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the customer's body was serving as an obstruction between the pump and the transmitter. There was no adverse effect to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.